Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Pail bracket came out of the attachment hole, causing the bracket to bend and the seat to come off. Consumer fell off the commode, but did not get hurt.